Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the power cord bay door was broken and the ECG connector was loose. The logo button was missing. The lower case was worn out. The power cord was missing. Corrosion was found on the inside and outside of them programmer case. The programmer will be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.